Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that every time stimulation is on the patient¿s whole-body hurts. The patient reported that she can¿t sit still and can only stand for so long. The patient has turned stimulation off and noted that of course she hurts without the therapy on, but not as much as it hurts when the therapy is actually on. The patient said it even hurts on low settings. The patient said she has tried every setting on her patient programmer. The patient declined programming troubleshooting. The patient had not had any falls/traumas or medical tests. The patient was redirected to their healthcare provider to check internal components/reprogram. No further complications were reported/anticipated. Information was received from a manufacturing representative (rep) and patient. It was reported that the patient experienced surges in their back. It was noted that electrodes 11 and 15 were found to be high impedances. No contributing factors were known. The rep that the patient was reprogrammed around the electrodes, and the issue was resolved. No further complications were reported or anticipated.